Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. A search of the complaints databases identified other reports against the 1054101 lot code. Review of device history records identified no related manufacturing deviations or anomalies that would have contributed to the reported event. No other reports found against the remaining product/lot codes. The investigation can draw no conclusions with the information made available. Based on the performed investigation, the need for corrective action has not been identified. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges patient suffers from toxic cobalt chromium metal ions, pain, and instability.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 11/25/2015- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. The pfs reported popping, clicking and that patient walked with limp. Medical records and revision surgical report noted osteolysis, the femoral component was grossly loose, broken wire pieces removed, ossification of distal portion of femur with bone overgrowth, leg length discrepancy, weakness, significant subsidence, difficulty ambulating and limited range of motion. There was no labs for cobalt or chromium within medical records reviewed. It is not known why the wire pieces were placed during the doi, there was no mention as to the indication. The sleeve is being added to the complaint as its unknown if the stem or sleeve was loose or subsided. The records just indicate femoral component. Part/lot updated. The complaint was updated on: dec 14, 2015.